Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient data was not showing on the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not showing on the station. A technical support specialist (tss) spoke with the customer and suspected the issue with the cerner and the server detected the last interface messages processed had a delay. Then the customer reported that the active directory messages received after the shutdown old production environment and the services were stopped. Then powered the dell backup which powered the old backup and data started flowing between the carefusion coordination engine and es. Later the tss checked the server and confirmed that the orders/patients were flowing over, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.